Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a frozen display. The customer's blood glucose level was 4.5 mmol/l. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black pump case type: ngp customer returned pump for alleged frozen screen found on (B)(6) 2018. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump failed self-test and alarmed pump error 63. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit successfully downloaded to thus and carelink. Pump error 63 variable 3 was noted in the history download due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected, and no anomalies noted. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, overlay scratched, cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, cracked case (battery tube), pillowing keypad overlay and keypad overlay texture damage. Pump error 63 was confirmed. Frozen screen was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to health professional and occupation has been updated and provided in e3 section of this report.

Event description:
The device was returned for analysis.